Event description:
Tech noted a small hole in wire when flushing and noticed fluid leaking wires can be easily bent/kinked during difficult or challenging insertion, but should not have perforation in integrity of wall (2nd wire used on this patient with same issue). Reference report mw5145559. Refer to add'l documents in i2k.